Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was unable to be implanted due to unspecified issue. The rv lead was not used and replaced during procedure. There were no patient consequences.